Event description:
Ous MDR - after an implantation rime of about 3 months, poor pacing threshold were reported. During the revision, the helix could no longer be extended after several position changes. The lead was exchanged and returned to biotronik for analysis. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed a deformation of the right shock coil, which is probably a result of the explantation process. The further analysis did not show any deviations from the technical specifications that could be related to the increased pacing threshold or the mentioned screw problems. In particular, the measurement values of the mechanical analysis of the fixation mechanism were within the technical specification. The helix showed no anomalies. In summary, there were no indications of material defects or manufacturing errors.